Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a burning smell emanated from the location of the card cage on a 2008k hemodialysis (hd) machine after powering the unit on, reportedly, the biomed observed the motherboard at hep2 connector spark, and then further examination revealed the presence of a burn at that same location. There was no patient connected to the machine at the time of the incident. Therefore, no patient was involved. Follow-up information provided by the biomed revealed that the motherboard was replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up provided by the biomed revealed that the motherboard was replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.